Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 12/22/2014 with the following findings: battery compartment moisture was observed during evaluation. The pump passed leak testing: there were no pump case leaks. No moisture was found on the pump¿s internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.